Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation a catheter was received. The helix was found broken in the tube at 48 cm from the tip of the catheter, the tube had a strong kink at the same position at 48 cm from the tip of the catheter. Therefore, the investigation is not confirmed for the reported issues. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy procedure in the superficial femoral artery via right common femoral artery, a shrill sound was heard, and the catheter was immediately retrieved and flushed outside the body. During flushing, a similar abnormal sound was heard from the catheter, and the rotation speed was abnormal. The procedure was completed using another device. There was no reported patient injury.